Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address acetabular loosening. Update 9/21/11 - litigation papers received. There is no new additional information that would affect the investigation. Update oct 4, 2017: medical records received. After review of medical records, revision notes reported the cup had minimal bony ingrowth, metallosis, and no evidence of gross infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: (B)(4). Reason for original complaint - patient was revised to address acetabular loosening. **update** 9/21/11 - litigation papers received. There is no new additional information that would affect the investigation. Update sep 11, 2017: medical records received. After review of the medical records for MDR reportability, there is no new information. This complaint was updated on: oct 4, 2017. Update oct 4, 2017: medical records received. After review of medical records for MDR reportability, in addition to what was previously reported, revision notes reported the cup had minimal bony ingrowth, metallosis, and no evidence of gross infection. Added asr femoral implant for the reported metallosis. This complaint was updated on: oct 24, 2017. / /